Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was received and analyzed. There were no anomalies found. It was noted that the distal conductor and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress) and was breached cut. There was apparent explant damage.

Event description:
It was reported that during an implant attempt the lead was fractured. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.